Event description:
It was reported that while using bd facs lyse wash assistant there was leakage. The following information was provided by the initial reporter: (B)(6) 2021. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. Since it leaked and accumulated under the waste liquid tank, there was no human damage.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 26aug2020 to 26aug2021. Complaint trend: there are 6 complaints related to the issue of a waste leakage from the waste tanks not contained within the instrument. Date range from 26aug2020 to 26aug2021. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of waste not contained within the instrument was due to a worn waste tank. The customer had initially submitted a complaint regarding the waste leakage but was able to identify the source of the leakage to be a crack under the waste tank (pn 33634907). The customer informed assembly waste bottle services about this issue but did not request to order a new part as they had decided it was not necessary to repair the instrument at that time. No repairs have been completed on this instrument and no parts were requested for repair as the broken part was not replaced and is not returnable. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The customer confirmed that the leakage came from under the instrument and was not under pressure so it did not significantly increase the risk of exposure. Instructions on how to connect and disconnect the waste tanks for normal operation and maintenance can be found in the bd facs lyse wash assistant user¿s guide, pn 23-11113-01, rev. 01/vers. A. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2014. Defective part number: 33634907 - assembly waste bottle services. Case comments: [phenomenon] waste liquid is leaking. I don't know from somewhere. [Correspondence] the user removed the waste liquid tank and filled it with water for confirmation. [Result] it seems that there was a crack in the bottom of the tank and it was leaking. 33634907 --I told assembly waste bottle services about it. * since it leaked and accumulated under the waste liquid tank, there was no human damage. Returned sample evaluation: a return sample was not requested because there were no parts replaced during this case. Risk analysis: risk management file part # 337146fmea, rev. 03/vers. C, lyse wash assistant fmea disinfectant project was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: (B)(4). Item: bd disinfectant. Function: contain the waste. Potential failure mode: integrity of waste tank compromised. Potential causes: incompatibility of antifoam with pp waste tank material local and next-level effects: waste leaks out of the tank. Hazards: chemical/biohazard due to incompatible material/chemical reaction. Risk controls: disinfectant added to waste tank; samples lysed and/or fixed; anti-foam msds. Effectiveness verification: refer to memo: steris vesta syde sq product chemical compatibility with anti-foam and waste tank. Probability: 1 severity: 4 risk index: 4 output: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste tank. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste tank. The customer had initially submitted a complaint regarding the waste leakage, but soon after found that it originated from a crack under the waste liquid tank. The customer confirmed the leakage by filling the tank with water and observing the leak. The customer informed the assembly waste bottle services about the issue but did not order a new part as they had decided that it was not necessary to repair the instrument at that time. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is severe, s4, though there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs lyse wash assistant there was leakage. The following information was provided by the initial reporter: aika kondo 2021/8/30 please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Since it leaked and accumulated under the waste liquid tank, there was no human damage.